Event description:
On (B)(6) 2011, patient reported that she experienced skin reactions and an infection due to the infusion sets. This has only occurred with the lot she was using at the time of the report. Patient reported, she received an antibiotic from her physician to treat the infection. Infusion set was replaced and requested for evaluation.